Manufacturer narrative:
Follow-up #1 date of submission 04/28/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/14/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were appropriately responsive. There was no evidence of keypad contamination under the key contacts.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging all keypad buttons intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.